Event description:
During a device change out, externalized conductors were found via fluoroscopy. All measurements were in range. Lead function normally. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.